Event description:
At implant, 20cc of saline was removed from the pump and 20cc of drug was filled into the pump. Two and a half weeks later, at first refill, residual volume was 20ml. Drug dose and concentration are unk. Hcp reports pt is asymptomatic. Pt reports no withdrawal symptoms and has adequate pain relief. Hcp performed rotor studies which revealed proper function of the pump. MFR reviewed telemetry strips and events logs. All programming verified as correct and event logs are normal. In 2007, hcp reports that during a catheter revision, it was found that the catheter was kinked. Pt recovered without sequela and is doing well. Add'l info has been requested from the hcp, but was not available at the time of this report.